Manufacturer narrative:
Weight - reported that the patient was thin. Implant date - device was not implanted. Explanted date - device was not explanted. The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a normal deployment, the angio-seal device foot plate did not come out. Manual pressure was applied. The patient condition is fine. Additional information was received may 21, 2019: the procedure performed was a chemo embo. The sheath size used was a 6f pinnacle r/o 2 rsb612. A pre deployment angiogram was performed showing slight tortuosity. The procedure was completed successful with manual pressure.

Manufacturer narrative:
One 6 fr angioseal vip device was received for product evaluation. The hemostasis sheath was mated returned with the carrier tube assembly. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was found to be mated with the carrier tube assembly and deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. A kink in the carrier tube was observed in the exposed part between the sheath hub and carrier tube assembly hub. No other visual anomalies were noted with the returned device. Functional testing was not performed due to the kink observed on the carrier tube. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely the that the that the damage on the device was sustained during the insertion of the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.